Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) has been confirmed. Upon investigation the monitor failed to fire a pulse. The cause for the failure was isolated to a shorted components on the monitor ca board. Root cause: the root cause for the shorted components could not be positively identified. There was no adverse event that resulted from the damaged monitor.